Event description:
Litigation papers allege that pt began to suffer from increasing severe pain in her left thigh and groin soon after her surgical recovery period ended. It is also alleged that the pt's physician took x-rays and told her that she had an obviously loose acetabular cup that requires a revision surgery to correct.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.